Event description:
Guidewire was inserted with no problem. Then a savary dilator was passed over the guidewire and when the doctor removed the guidewire it was noted that the spring tip had detached and remained in the patient's stomach. The spring tip was retrieved with a forcep and there was no harm to the patient. The device was used 4 times.